Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. Thermogard xp ivtm system was evaluated by zoll service at the customer site. The customer reported issue of thermogard exhibited mid: 09 (air trap assembly) error message was confirmed during the event log review and functional testing. The root cause for the mid: 09 error was determined to be a faulty air trap block assembly due to the overflow of fluid into the air trap chamber. The air trap block assembly was replaced to address the reported complaint. During the visual inspection, no physical damages were observed. Archive event log data was downloaded and noted mid: 09 (air trap assembly) error message around the reported event date. Following the repair, the thermogard console passed all the testing with no issue or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
As reported, during device setup, the thermogard xp ivtm system displayed mid:09 (air trap assembly) error message. The customer was unable to clear the error message. No known impact or consequence to patient information was provided.